Event description:
The following info concerning the event was copied from a response rec'd from the user facility on 07/22/2008 that was in response to a letter sent by cardinal health seeking add'l info. "The therapist was called to the room due to the vent alarming. The ventilator high pressure alarm was going off. The therapist removed the vent after checking the alarm. The pt ventilation was maintained via ambu until the ventilator was replaced.

Manufacturer narrative:
On 05/21/2008, cardinal health rec'd a letter from the FDA dated may 16, 2008 with a maude event report attached. The report was regarding an event that occurred on the previous month, involving a t-bird ventilator. The report did not contain a description of the event, the serial number of the device involved or the name of the user facility where the event occurred. The report did contain the name and address of the person who submitted the report to the FDA. On 05/21/2008, cardinal health sent a certified letter to the initial rptr seeking add'l info to include: the name/address of the facility where the event occurred, the serial number of the device involved, a detailed description of the event, the condition of the pt if a pt was involved, info pertaining to any svc performed on the device in response to the event etc. On 07/22/2008, cardinal health rec'd a written response from the user facility in the mail. This response also included copies of two svc reports from hospital services (third party svc company). One svc report was dated 09/24/2007 which was a preventative maintenance (pm) svc and the other was dated 04/11/2008 was an eval of the device in response to the reported event. The following info concerning the eval of the device is a summary of the info provided by the user facility in their written response to a letter sent by cardinal health seeking add'l info, the info documented by hospital services (third party svc company) on their svc report and cardinal health's conclusion based on that info. The hospital services (third party svc company) evaluated the device and did not find any problems with the device. The device passed all of the tests they performed. The user facility's eval found that the hme (heat/moisture exchange) filter that had been in use with the device was full of mucomyst medication. As a result of the event, the user facility changed their protocol to require hme's to be replaced after each nebulizer medication treatment. The hme being full of medication would cause there to be increased resistance in the pt circuit, thus causing the peak inspiratory pressure to be higher than what was set. The device recognized this and alarmed "high pressure" both audibly and visually. Cardinal health has determined that the device functioned as intended and alerted the staff that there was a problem.